Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiration date: 08/2024).

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured in patient's central veins and catheter detached upon retrieval. It was further reported that the ruptured balloon was unable to retrieved completely through the introducer sheath. Reportedly, the patient undergone open surgery at the right axilla to get the device removed. The current patient status is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: received one atlas pta dilatation balloon loaded onto an unknown guidewire and the detached catheter was not returned for evaluation. On visual evaluation, the balloon was removed from the guidewire. A complete circumferential break was noted to the inner guide-wire lumen. No other anomalies were noted. On functional testing, the returned balloon was examined under x-ray; the distal tip and one marker band were noted to the remaining inner guide-wire lumen. Therefore, the investigation for reported balloon rupture remains inconclusive as no evidence of rupture could not be noted and no functional testing was performed due to the condition of the device. The investigation for reported difficult to remove remains inconclusive as no functional testing was performed due to the condition of the device. However, the investigation was confirmed for the reported detachment as the balloon was noted to be detached from the catheter. And the detached remaining portion of the catheter and inner guide wire lumen were not returned. A definitive root cause for the reported balloon rupture, balloon detachment and difficult to remove could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 08/2024). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured in the patient's central vein and the catheter got detached upon retrieval. It was further reported that the ruptured balloon was unable to be retrieved completely through the introducer sheath. Reportedly, the patient undergone open surgery at the right axilla and the device was removed. The current patient status is unknown.